Event description:
Report received of unrequested bolus dose deliveries. The pump was being set up in the critical care unit at approx 5:00pm to deliver 0.625% marcaine with 2mcg/ml fentanyl via the epidural route. The programmed pump parameters could not be recalled. The critical care nurse reported that when nurse connected the bolus cord to the pump, nurse witnessed the pump deliver a bolus dose without pushing the bolus cord button. The bolus cord was removed from the pump and the nurse practitioner was called to the pt's bedside. The bolus cord was reconnected to the pump and reportedly another unrequested bolus dose was witnessed being delivered to the pt. The tubing was immediaely clamped and the pump was removed from clinical service. There was no reported adverse pt effect. Therapy was resumed on a replacement pump without further incident. Though requested, no additional info was available.